Event description:
The company was informed that during initial implantation, the pt reportedly experienced a perilymph gusher. The gusher was resolved and the pt was successfully implanted.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The pt reportedly is doing well. The pt remains implanted. This is the final report.